Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction - h6 - investigation conclusion code changed from conclusion not yet available to cause not established.

Manufacturer narrative:
The field reported bvvi reset was confirmed in the laboratory. Upon receipt, the device was found to be in backup vvi mode. Analysis of device image found that the device entered into backup mode due to a bus error. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator (ICD) implant. Physician noted the device to be in backup vvi mode after implant. The product was explanted and replaced because of patient's condition. The patient was in stable condition.